Event description:
The event is reported as: the yellow wingnut connector of the adaptor was found to be unstable and thus could not nebulize properly. No injuries reported.

Manufacturer narrative:
Product has been received by MFR, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.